Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a pocket evacuation was performed one day post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) due to a hematoma. The device pocket was opened, drained and closed without further incident. No additional adverse patient effects were reported.